Manufacturer narrative:
(B)(4). All available information was investigated and the reported physical resistance with the arm positioner was not confirmed during the returned device analysis. The reported failure to adhere or bond and poor image resolution could not be replicated in a testing environment as it was related to patient/procedural conditions. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot. Additionally, a review of the complaint history did not indicate a lot-specific quality issue. All available information was investigated and a definitive cause for the reported physical resistance in could not be determined. The returned device analysis was unable to confirm the reported issues. The reported failure to adhere or bond appears to be a combination of the challenging patient anatomy and procedural conditions. The reported poor image resolution is related to the difficulties associated with procedural conditions. The observed torn clip cover was likely due to post-procedural handling, however, it cannot be definitively confirmed. There is no indication of a product quality issue with respect to manufacture, design, or labeling.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was received. Investigation is not yet complete. A follow up report will be submitted with all relevant information.

Event description:
This is filed to report the torn clip cover found during returned device analysis. It was reported that this was a mitraclip procedure to treat degenerative mitral regurgitation with a grade 4. The first clip delivery system (cds (B)(4)) was advanced to the mitral valve. During clip positioning, there was difficulty noted with the arm positioner. While opening the clip, going from fully closed to the neutral position, the arm positioner was stuck in the middle of this process. Strong force was used to reach the neutral position. Multiple grasping attempts were performed, but unsuccessful. The decision was made to remove the cds with the clip. The second cds ((B)(4)) was advanced to the mitral valve; however, it was not possible to grasp the leaflets due to the heart anatomy and limited user experience. As the transesophageal echocardiography (tee) probe had been used for 5 hours, the decision was made to discontinue the procedure. The patient will be considered for another procedure at a later date. No clips were implanted and the mr remained at 4. There was no adverse patient effect and no clinically significant delay in the procedure. Returned device analysis found that the clip cover was torn. No additional information was provided.